Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 to accommodate the patient's need for MRI imaging with a MRI-compatible device. The patient was reimplanted with another cochlear device during the same surgery.